Event description:
Boston scientific received information that upon device interrogation, a fault code was observed, indicating pulse generator fault had occurred. Technical services was consulted and recommended to replace the device. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, testing confirmed the device to have entered into fallback mode due to memory corruption. Testing was unable to determine the cause of the memory corruption. It was verified that therapy was available during this time.

Event description:
Additional information was received that a revision procedure was performed and the right atrial (ra) lead was found to have sutures on it. Noise was observed, with a pacing impedance measurement of 350 ohms. The right ventricular (rv) lead displayed a pacing impedance measurement of 950 ohms to 990 ohms and with using the pacing system analyzer (psa), the rv lead measurement was 1,100 ohms. The device was explanted and replaced. It was confirmed that the patient with this device system endured no radiation therapy and no procedures within the past year. No further complications were noted.